Event description:
Information received by medtronic indicated that the insulin pump had damaged battery compartment. The insulin pump had pump error alarm. Customer was able to successfully clear the alarm and customer did not receive a request to rewind pump. Fill cannula was recorded in daily history. Self test was passed. No harm requiring medical intervention was reported. Troubleshooting was performed successfully however, the customer will discontinue the use of device.  The product was returned for analysis.

Manufacturer narrative:
(B)(4). Unit passed the displacement test, rewind, prime/seating test, basic occlusion test dat test and force sensor test. Unit passed sleep current measurement and active current measurement. No unexpected insulin flow blocked alarm noted. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No unexpected alarms noted during basal deliveries. No daily total anomaly or basal anomaly noted. The history was download successfully using thus software. Pump error 54 or pump error 4 noted (B)(6)2023 10:37:33:000 am and pump error 54 on (B)(6)2023 10:37:21:000 am due to software error. Unit was cut open to perform visual inspection and found no moisture damage on the pcba 1 / pcba 2 / force sensor / motor. The following were noted during visual inspection cracked case at battery tube side. Pump error 54 and pump error 4 alarm were not confirmed on long history download files due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.